Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log file confirmed a pump stop that appeared to be associated with a driveline disconnect event, as well as a low flow hazard alarm; however, a specific cause for these events, could not be conclusively determined. The account reported that the patient was found unresponsive at home on (B)(6) 2021 and was brought into the emergency department by the singapore civil defense force (scdf). A computed tomography (CT) scan of the patient¿s brain showed a large cerebellar intracranial hemorrhage with absence of brainstem reflexes. The patient was terminally weaned off life support, leading to the patient¿s death on (B)(6) 2021. The cause of death was determined to be the intracranial hemorrhage. The submitted log file contained data from 19:59:13 on (B)(6) 2021 through 21:28:22 on (B)(6) 2021, per the timestamps. On (B)(6) 2021, a single low flow hazard alarm was captured at 18:39:00, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. This event did not appear to be associated with an elevation in pump power or pi event. At 21:28:03 on (B)(6) 2021, the white power cable was disconnected followed by the black cable shortly afterwards at 9:28:07. At 9:28:11, the driveline was disconnected from the system controller, causing the pump to stop. The driveline was not reconnected to the system controller for the remainder of the file. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit until the driveline was disconnected. It was communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 2 of the IFU, ¿system operations¿ (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU warns the user that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2, ¿how you heart pump works¿, and section 4, ¿living with the heartmate ii¿, of the patient handbook instruct the user to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." Section 2 further warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer number: 2916596-2021-03414. It was reported that the patient's log files were sent for review. There was a single low flow event at 18:39 at (B)(6) 2021. Additionally, at 21:28 the patient appears to have disconnected both batteries and the driveline from the controller. The patient was found unresponsive at home on (B)(6) 2021. The computed tomography showed a large right cerebellar intracranial hemorrhage with absence of brainstem reflexes. Terminal weaning off life support leading to patient death on (B)(6) 2021.